Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported problem, "verify." It is unknown when this event occurred. The quality engineer later assigned failure code f-38 to be the determined problem; this condition had the potential to interrupt delivery. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "verify" was confirmed as failure code f-38 during product evaluation. This condition was caused by damaged force sensing resistors (fsr). The fsrs were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.